Manufacturer narrative:
E1: initial reporter phone#: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate had high mics for carbapenems (false positive cpo). No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information g6. Is combination product? No.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate had high mics for carbapenems (false positive cpo). No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for false positive cpo when using phoenix panel nmic/ID-307 (catalog number 449289) batch number unknown. The customer did not return panels, phoenix generated lab reports or isolates for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate had high mics for carbapenems (false positive cpo). No health impact or consequence reported.